Event description:
She was going to ¿another dry pump¿ this afternoon at the request of the hcp. Pump was not working. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).